Manufacturer narrative:
The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 10, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 05, 2024.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.